Event description:
It was reported to philips that the system was unable to perform exposure, as an oil leak was observed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, a planned treatment for cardiac arrythmia was completed on same system as the issue was found after case was completion. The reported issue has no impact on the system. The field service engineer (fse) visited onsite and checked the xray tube cover and confirmed that large amounts of oil pooling in the coves below the tube. The tube was replaced and returned to philips for further analysis. The analysis of tube failure was identified there was minor leak of oil. However, the root cause of the issue remains unknown. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.